Event description:
A customer from (B)(6) reported to biomérieux a misidentification of enterococcus gallinarum as enterococcus casseliflavus for an external quality control cap survey sample, in association with vitek® 2 gp test kit. Repeat testing also obtained the same result. The test reports were requested from the customer. A biomérieux internal investigation was conducted. The internal cap reconstituted sample was subcultured and tested with vitek® 2 gp by using individual organism suspensions on two cards, from five different lots. The api 20 strep was also performed although it does not identify e. Casseliflavus or e. Gallinarum without supplemental testing. Nine (9) of the ten (10) gp cards tested, resulted in low discrimination calls of e. Casseliflavus/e. Gallinarum. Vitek® 2 proposed additional testing to separate these species. The isolate did not demonstrate yellow pigmentation and tested hip positive on the api test kit, resulting in an identification of e. Gallinarum. The remaining card gave an excellent identification of e. Gallinarum. The investigation concluded the vitek® 2 gp cards are performing as expected.

Manufacturer narrative:
Customer in the us reported to biomérieux discrepant results and qcv failure in association with the vidas® analyzer (reference (B)(4)). An investigation was performed. Note: observing a qcv failure is not abnormal as the qcv is a functional control meant to detect residual risks, that are rare and sudden. These risks are already present and accepted into the vidas system risk analysis. As requested by biomérieux, the customer performed a retrospective analysis for tests which were performed on the instrument. This retrospective analysis included re-running all tests which were run from (B)(6) 2017 (date of the last conform qcv) to (B)(6) 2017 (date of the qcv failure). According to the customer, the retrospective analysis showed that six (6) patient samples were affected : · 2 mpg results were reported as negative instead of positive. · 4 vzg results were reported as negative instead of positive. As stated by the customer, all other tests had the same result. For the six (6) false results, the customer stated that reports were corrected and that the doctors were notified. The customer confirmed that there was no consequence for the patients, no patient was harmed or treated incorrectly, and no patient was a pregnant woman, child, or immune-compromised. The investigation by the field service engineer (fse) at the customer site, identified the root cause of the qcv failure as a clog. This clog was confirmed by a result value not conforming when using the pump tester. The fse replaced the pump seals and cleaned with the pump cleaner. Then the result value of the pump tester was conforming, as the instrument was repaired. The fse performed a leak test and a qcv test and qualified the instrument.